Manufacturer narrative:
A ge service rep performed an on site investigation. The generator interface board and filament driver board were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9900 system had a shut down error and fast stop message appeared when high level fluoro was used during a procedure. No pt injury was reported.